Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis evaluation. The monopolar curved scissors instrument was analyzed and found to have a broken tube adapter at the distal end. A piece approximately 0.091" x 0.096" in size was not returned with the instrument. The complaint regarding a broken wrist was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single port (sp) monopolar curved scissors (mcs) instrument. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) reviewed the site¿s complaint history, and additional complaint related to this product and/or this event was identified. Patient identifier (B)(6) documents the sp mcs tip complaint. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: this looks like the overmolded seal adapter is broken and a piece is missing. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the single port (sp) monopolar curved scissors (mcs) tip fell off from the sp mcs instrument. The fragment was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the sp monopolar curved scissors (mcs) instrument and the sp mcs tip accessory were inspected prior to use with no damage noted. During the procedure, the plastic part of the sp mcs instrument was broken while dissecting the tissue. This plastic part and the sp mcs tip accessory fell into the patient and were retrieved during same procedure. Post-operative tests were not performed as it was confirmed with visual inspection. In addition, the sp mcs instrument did not collide with any other instruments and the sp mcs tip accessory appeared to be properly installed during use. There was no difficulty in removing the instrument and sp mcs tip accessory and the instrument wrist was straightened upon removal. The customer indicated that no damage, tears or hole found on the sp mcs tip accessory, or the cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The sp mcs tip was already discarded.